Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated creatinine result generated on the architect c16000 processing module for one sample. The following data was provided (customer reference range is 0.57 to 1.25 mg/dl): sid (B)(6) creatinine initial result = 7 mg/dl, repeat on another instrument = 0.73 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed damaged wash nozzles on the cuvette washer assembly. The fsr resolved the issue by replacing all of the cuvette washer assembly nozzles. No additional discrepant creatinine result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review for c1601212 revealed no additional service tickets associated with discrepant/erratic creatinine patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the nozzle pairs, 1,4,5, waste & di (rohs), nozzle pair #6, water blank (rohs), and nozzle pair #7 - suction (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial c1601212 or the nozzle pairs, 1,4,5, waste & di (rohs), nozzle pair #6, water blank (rohs), and nozzle pair #7 - suction (rohs) were identified.

Event description:
The customer observed a falsely elevated creatinine result generated on the archtiect c16000 processing module for one sample. The following data was provided (customer reference range is 0.57 to 1.25 mg/dl): sid (B)(6) creatinine initial result = 7 mg/dl, repeat on another instrument = 0.73 mg/dl no impact to patient management was reported.